Event description:
A flexima pigtail drainage catheter was inserted into the patient's (pt) posterior right thorax to drain fluid. Shortly after returning to the floor from the procedure, the nurse called and informed us that the drainage catheter "fell out". Pt came back to CT. The doctor assessed the drain site and the catheter and determined that the catheter's internal retention string came loose distally and prematurely released the drain. The fluid collection was no longer large enough to insert another catheter and drain and re-insertion was postponed until the fluid reaccumulates, thus leaving the pt's issue temporarily unresolved.